Manufacturer narrative:
Lot#: the lot number was reported as "21a034" which is not a valid lot number for the product code 2c4711k. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor ruptured under the insulator during filling of the device. There was no patient involvement. No additional information is available.